Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by stomach pain, abdominal pain and general feeling of weakness. The pt was not hospitalized for the event. On the same day as diagnosis, the pt began treatment for the peritonitis with ancef, by mouth, (dose unknown) for fifteen days. Further detail on the break in aseptic technique was not provided. At the time of this report the pt was in a re-training program for proper aseptic procedures for performing pd therapy. Dianeal therapy continued throughout the event and at the time of this report was ongoing. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.